Event description:
Customer states they recently purchased this product and that the surgeon complains when he uses it because the movable arm of the retractor does not lock firmly in place. As he's using it, the alarm slides around into different positions. Additionally, account stated the physician had the retractor in the pt's incision site during the procedure and it closed. The physician could not get the retractor to stay open so, he got a lap sponge and tied it open. The case was completed without further delay.

Manufacturer narrative:
The device was received for eval and forwarded on to the manufacturing facility for investigation. A follow-up report will be filed when the investigation is completed.